Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Visual inspection of the header revealed minor damage to the left ventricular distal seal plug likely due to the explant procedure. Further inspection of the header found body fluid contamination in the left ventricular distal seal plug and corresponding set screw. Analysis concluded the damaged seal plugs were likely due to the explant procedure and that the body fluid contamination entered into the header through the damaged seal plugs.

Event description:
It was reported that during a routine generator replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) was observed to have setscrew damage. The physician reported experiencing difficulties disconnecting the old left ventricular (lv) lead. Further inspection of the crt-d device showed set screw damage. The physician decided to surgically abandon the lv lead and explanted the crt-d device. The lv lead and the crt-d were successfully replaced with new a lead and device. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine generator replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) was observed to have setscrew damage. The physician reported experiencing difficulties disconnecting the old left ventricular (lv) lead. Further inspection of the crt-d device showed set screw damage. The physician decided to surgically abandon the lv lead and explanted the crt-d device. The lv lead and the crt-d were successfully replaced with new a lead and device. No additional adverse patient effects were reported.